Event description:
Customer reported, the system is not making proper exposure. There was no injury to the pt.

Manufacturer narrative:
The service rep replaced batteries and made several exposures. System is operating as intended.